Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a recoverable fault 32056 appeared on the universal surgical manipulator (usm) 2. The customer was unable to resolve the fault, so they disabled the arm, rebooted the system, but the error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to perform a hard power cycle with emergency power off (epo) and breaker switch. The tse verified over the phone that the arms were not colliding during startup, but the problem continued. The customer was informed that they could proceed with the case by disabling usm 2, with targeting and table motion remaining inactive. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to provide additional details about the event, except that the issue occurred at the beginning of the procedure. The call was then transferred to the 2nd reporter, who was also present in the operating room (or). He clarified that the issue with usm 2 occurred during the procedure around 3pm, and the team did not contact technical support at that time; instead, they decided to disable arm 2 because the fault could not be recovered. After the procedure, while preparing for the next scheduled case, they each called dvstat for assistance, which resulted in different phone calls for the same issue. Troubleshooting was performed but was unsuccessful, so they chose to keep usm 2 disabled before the following case. This decision was made before the procedure, with no patient present in the room during troubleshooting.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 32056 error along with errors 23000 and 48100 was found indicating a inter-integrated circuit (i2c) device error and a pot overtravel limit error on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the 32056 error was triggered, replicating the reported event. The unit was then installed on an in-house patient side cart fixture test platform (pftp) where the unit failed sensors check on the yaw searchlight printed circuit assembly (pca). The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date was completed by isi tse. Investigation revealed the following possible related system errors: 32056 - aca in usm2 failed to initialize i2c device:(i2c_dev_type_encoder_eeprom (search light/dual magnetic encoder). Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.